Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an implant procedure. During the post-operative follow-up, a change in the stability of the occlusion was observed, and the mandible began to show a later deviation to the left, as well as an increase in facial volume on the same side. On palpation, this enlargement was evident in the proximal stump region. Subsequently, the plate was discovered to be fractured even though the patient followed the recommendations. The plate has not been explanted yet, but the surgeon plans on revising the patient in the future.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: brazil the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.